Event description:
It was reported that during prophylactic generator replacement device diagnostics with the new generator connected to the existing lead resulted in low impedance (<600 ohms). It was reported that diagnostics with the previous generator connected to the lead were within normal limits. The new generator was disconnected from the lead and checked with the test resistor which confirmed the new generator was functioning as intended. The new generator was reconnected to the lead and device diagnostics again resulted in low impedance. It was reported that the patient had been under anesthesia for "quite some time" so the surgery was ended and the lead was not replaced. It was reported that there was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the low impedance. The physician reported that no medical interventions are currently planned. Surgery is likely, but has not occurred to date. The generator was received for analysis on 01/09/2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the patient's surgery was put on hold because the patient's mother wanted to wait because she was unsure if the patient received efficacy from the device. The mother reported that the physician informed her that x-rays did not show anything wrong with the lead. No surgical intervention has been performed to date.

Event description:
The explanted generator and lead were received on 12/08/2015. Analysis was completed on the lead. A significant portion of the lead, including the electrodes, was not returned for analysis. Therefore an evaluation could not be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator has not been completed to date.

Event description:
Analysis was completed on the m103 generator on 01/04/2016. Review of the data downloaded from the generator showed an indication of normal impedance on (B)(6) 2015. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had his vns lead and generator explanted on (B)(6) 2015 per the mother's request. The explanted product has not been received to date.